Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "locking screw did not lock to the fibula plate."

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the threads at the head level are heavily worn out, as they are not sharp anymore. Furthermore, the screw head is heavily damaged, deformed and discolored. These damages were most likely caused by excessive force applied during the failed locking attempts of the screw. Finally, the threads at the shaft level also appear to worn out, implying contact between the shaft and the plate occurred, most probably caused by an eccentric entry of the screw. The returned screw was tested with a fully functional medial column fusion plate long variax 2 foot t10, also intended for t10 locking screws. The screw could be locked as intended, no issue was observed. Therefore, the functionality of the device was still fully given and the reported event could not be confirmed. It is worth noting a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 t8 and t10 locking feature. The investigation of the nc revealed the over torquing during insertion was the root cause of the event. Although no product related issue could be detected, a preventive action (CAPA) was opened. As a result, the design of the variax 2 locking screws t10, 3.5mm ref 657308(s)-70(s) and t10, 2.7mm ref 657008(s)-70(s) shall be changed to increase the torque to failure of the locking interface. The implementation is planned to be approved in november 2024. Therefore, the screw was manufactured before any design change took place. Based on investigation, the root cause was attributed to an user related issue. The reported event was caused by inadequate insertion and locking of the screw, most likely due to the user not complying with the 30 degrees angle described in the operative technique when locking the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "locking screw did not lock to the fibula plate."